Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the compressor had bad bearings. Additional malfunctions include the sieve beds were saturated, the hoses for the sieve tanks were defective, the hose clamps for the sieve beds were defective, the manifold had box damage, and the heat exchanger for the compressor was leaking.